Manufacturer narrative:
(B)(4).

Event description:
The patient had symptoms of withdrawal; increased spasticity, similar to when he didn't have a pump. A bolus was done with the programmer without any effect. Later in the evening, the patient was itching. The patient was given oral baclofen and admitted to the hospital. A 100 mcg baclofen bolus was given via the spine on (B)(6) 2011; the patient had a positive response. They planned to do a catheter dye study and possibly replace the catheter. The device system was used to deliver compounded baclofen 4,000 mcg/ml at 689.1 mcg/day. Additional information has been requested, a follow-up report will be sent if additional information becomes available.